Event description:
It was reported to philips that system would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up at startup. Upon troubleshooting, fse found the single-board computer had failed. The single-board computer was returned to philips for analysis, but the cause of the failure could not be conclusively determined. However, to resolve the issue, fse replaced the single-board computer. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.